Event description:
It was reported that the customer had a motor error on the insulin pump. Customer changed the tube and reservoir. Insulin was not cloudy or expired. Alarm still persists and customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device passed the displacement test, rewind test, basic occlusion test, occlusion test and prime test. However, unexpected no delivery alarm during excessive no delivery test due to faulty force sensor resistor (gold). No motor error alarm noted. Motor passed motor test.